Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the healthcare professional (hcp) inquired about if new surescan components have different material specs than legacy interstim components. Caller stated that the hcp had a patient that was implanted 15 years ago and 4 years ago, the patient had the ins replaced. At that time of the ins replacement, patient developed a hypersensitivity to what the hcp believed was nickel. The ins and lead were removed and the issue resolved. Currently, the patient's overactive bladder symptoms are "out of control" so hcp inquired if the new system could potentially work for the patient if the components are different. The caller was not with the patient. Technical services reviewed material specs and emailed implant manuals. Technical services reviewed that components with surescan system are virtually the same as with legacy interstim products. Technical services and caller speculated that patient may have been exposed to nickel at ins replacement or if there was a system integrity breach causing patient to be exposed to nickel while system was implanted. Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). It was reported that the physician instructed the patient to get an allegory test before considering doing the interstim again. They removed the device after the replacement and it appeared to resolved the rash. However, the patient had it for 6 months prior to the "rash". At this time, they have nothing more to follow up on until the patient does an allergy test. They removed and discarded the item when it was removed.